Event description:
As reported, in a medwatch report, an incidental note of fractured unspecified trapease inferior vena cava (ivc) filter placed at "osh". There was no reported patient injury.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, in medwatch report an incidental note of fractured unspecified trapease inferior vena cava (ivc) filter placed at "osh". There was no reported patient injury. Without the return of the device or images for analysis, the reported customer event ¿filter-fracture¿ could not be confirmed. Factors relating to the ivc filter placement and/or patient anatomical features may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no presentative or corrective actions will be taken at this time.